Event description:
On april 9,1998 it was reported to oec medical systems, inc. That during a lumbar laminectomy procedure the pt suffered peripheral neuropathy because the system may have rested on the pts forearm for an unknown period of time. Anesthesiologist reported that the technologist would move the c-arm from the head end of the table into position around the spine for imaging and then move it back toward the head of the pt when not used for imaging. Hosp did not report a need for service. A follow-up call to the hosp risk manager indicated they had investigated the issue and performed corrective action.